Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0 x 20 mm drug eluting stent to the calcified right coronary artery (rca), but was unable to cross the lesion. The stent was removed and the damage was noted. The procedure was completed using another taxus stent, same size. No pt complications occurred.